Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. Also, there was slight moisture damage found on the electronic or vibrator assemblies. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 71 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump was dropped. She stated there are cracks on the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.